Event description:
Medtronic received information via a call to patient services that this annuloplasty ring was implanted and then explanted due to unspecified leaking. A bioprosthetic valve was implanted. No adverse patient effects were reported. The valve remains implanted.

Manufacturer narrative:
Additional information was received that the attempted repair with the ring did not resolve the patient's moderate mitral regurgitation, therefore the physician elected to implant the valve. There is no allegation of device malfunction or adverse patient effect. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the information available, the patient¿s native valve contributed to the failed repair.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.